Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly failed to inflate and deflate. It was further reported that the balloon allegedly got struck in the patient. It was further reported that the balloon deflated by puncturing outside with the help of ultrasound. Reportedly, the surgery time increased by two hours longer and it was not necessary to open the patient to remove the material. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. (Expiration date: 09/2022).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly failed to inflate and deflate. It was further reported that the balloon allegedly got stuck in the patient. Reportedly, the balloon was deflated by puncturing outside with a long puncture needle to reduce its size and was able to be removed from patient's vein under ultrasound. The surgery time increased by two hours longer and it was not necessary to open the patient to remove the material. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter was returned for evaluation. Balloon twisting was noted on the returned device. No other anomalies noted during the visual evaluation. As per the reported event of the balloon being punctured, functional testing could not be performed. Also, two images are reviewed. Two x-ray images centered around the left shoulder and chest are reviewed. Stents are visualized within a vessel near the left shoulder/chest. A partially inflated angioplasty balloon is seen just past the stents within the chest. From the images provided it is challenging to determine if a wire or sheath is present and associated with the balloon. The anatomic location of the balloon cannot be specified with further imaging such as a fluoroscopic video with contrast. The images provided show a partially inflated balloon in the left chest, in an abnormal position that cannot be confirmed specifically without a fluoroscopic video. This would also give more insight into the sequence of events leading to this issue. Balloon deflation failure can result from operator, anatomic, manufacturing or patient factors. Deflation issues resulting in novel techniques to remove the device are fortunately quite rare and occur in less than 1% of cases. Therefore, the investigation for reported deflation issue remains inconclusive as no evidence could not be observed, submitted images and no functional testing performed. The investigation for entrapment of the device also remains inconclusive as the condition of use couldn¿t be replicated and no conclusion made from the submitted image. The investigation confirmed the reported inflation issue and identified material deformation as the balloon noted to be partially inflated, which can be observed from the submitted image. The investigation was also confirming for the identified twist material, as balloon twisting could be noted during the visual evaluation of the returned device. A definitive root cause for the reported deflation issue, entrapment of the device, inflation issue and identified twist material, identified material deformation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 09/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.